Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 20ga x 1¿ powerloc safety infusion set with y-site. The sample appeared free of obvious usage residues and the safety mechanism was not engaged. Microscopic inspection of the sample was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) hydraulic pressurization of the sample. Connections between the device leur adapters and multiple non-complainant syringes were unremarkable. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Event description:
It was reported sometime post port placement that there was bubbling when aspirating the device. It was further reported that another needle was used to complete treatment, there was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported sometime post port placement that there was bubbling when aspirating the device. It was further reported that another needle was used to complete treatment, there was no reported patient injury.